Event description:
Failure or perclose closure device in closure in right femoral arteriotomy. Piece of perclose broke off and had to be retrieved from groin. The piece was retrieved without complications. The company representative was present at the time of the event.